Event description:
It was reported that the catheter was compromised, but the specific issue with the catheter was not provided. It was not reported when the catheter issue was first identified, but a few days after the pump replacement the catheter was also replaced. It was reported the patient was discharged on 2015-(B)(6). No other information was given regarding this event. The drug that was used via the device system was unknown baclofen. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l58353, implanted: 2000-(B)(6), product type: catheter. (B)(4).